Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the plate is broken at the level of the most distal hole of the shaft. The microscope analysis shows a shiny surface on the medial bridges of the plate. A crack most probably initiated medially before propagating to the lateral side and had the plate brake completely. In parallel, the two sides of the bridge where the breakage started rubbed against each other creating this shiny surface. The above findings suggest the breakage to be a fatigue fracture. Therefore, based on the device inspection, material fatigue is the most probable cause for the breakage. Based on the above and due to limited information provided the root cause for the breakage cannot be determined. More information such as x-rays, patient data and medical records are necessary to give a clear statement regarding the root cause. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The customer reported that the variax distal radius plate broke and requires future revision surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that the variax distal radius plate broke and requires future revision surgery.